Event description:
The patient reported that they had their device turned off for an MRI and were having increased depression as they were still having choking feeling even though their device was off. The patient does not want the physician to turn the device back on without finding the root cause of the dyspnea. The patient reported seeing an otolaryngologist who stretched their throat. No additional relevant information has been received to date.